Event description:
A journal article was submitted for review titled "drug-eluting or bare-metal stents for coronary artery disease". This study was a randomized, multicenter trial comparing drug-eluting and bare-metal stents for coronary artery disease. A total of 9013 patients who had stable or unstable coronary artery disease to undergo percutaneous coronary intervention (pci) with the implantation of either contemporary drug-eluting stents or bare-metal stent were randomly assigned. In the group receiving drug-eluting stents, 82.9% of the patients received everolimus-eluting stents and 13.1% received zotarolimus-eluting stents. All the patients in the group receiving bare-metal stents underwent placement of contemporary devices with thin struts. Both groups had similar lesions characteristic, including lesion type b2 or c, bifurcation lesions, cto, lesions in coronary-artery bypass graft, ostial, calcified and thrombotic lesions. The primary outcome was a composite of death from any cause and nonfatal spontaneous myocardial infarction after a median of 5 years of follow-up. Secondary outcomes were subcategories of death; fatal and nonfatal spontaneous and periprocedural myocardial infarction and stroke; hospitalization for unstable angina pectoris; revascularization of a target lesion, target vessel, or nontarget vessel with pci or coronary-artery bypass grafting (CABG); definite stent thrombosis; major bleeding episodes; and health-related quality of life. At 6 years, the rates of the primary outcome were 16.6% in the group receiving drug-eluting stents and 17.1% in the group receiving bare-metal stents. There were no significant between-group differences in the components of the primary outcome after adjustment for baseline imbalances in smoking status, hypertension, history of myocardial infarction, target-lesion type, and total stent length. The 6-year rates of any repeat revascularization were 16.5% in the group receiving drug-eluting stents and 19.8% in the group receiving bare-metal stents; the rates of definite stent thrombosis were 0.8% and 1.2%, respectively (p = 0.0498). Quality-of-life measures did not differ significantly between the two groups. It was concluded that in patients undergoing pci, there were no significant differences between those receiving drug-eluting stents and those receiving bare-metal stents in the composite outcome of death from any cause and nonfatal spontaneous myocardial infarction. Rates of repeat revascularization were lower in the group receiving drug eluting stents.

Manufacturer narrative:
Title: drug-eluting or bare-metal stents for coronary artery disease year: 2016 reference: doi: 10.1056/nejmoa1607991 a2: average age a3: majority gender b3: date of publication death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided medication: aspirin and clopidogrel medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: also, in the drug-eluting stent group there were 143 events of stroke, 216 hospitalizations for unstable angina pectoris, and 225 barc 3, 4, or 5 bleeding events. Journal name: the new england journal of medicine authors: k.h. Bønaa, j. Mannsverk, r. Wiseth, l. Aaberge, y. Myreng, o. Nygård, d.w. Nilsen, n.-e. Kløw, m. Uchto, t. Trovik, b. Bendz, s. Stavnes, r. Bjørnerheim, a.-I. Larsen, m. Slette, t. Steigen, o.j. Jakobsen, ø. Bleie, e. Fossum, t.a. Hanssen, ø. Dahl-eriksen, I. Njølstad, k. Rasmussen, t. Wilsgaard, and j.e. Nordrehaug. Annex e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.